Event description:
There was a leakage of cloudy water came out from the batteries part of a suction irrigation machine at the end of surgery. Suction irrigation machine: hydro-surg plus laparoscopic irrigator with nezhat-dorsey smokevac/trumpet valve, 33 cm tip and cojoined suction and irrigation tubing/ lot number: jufr0572 manufacturer response for irrigator, bard (per site reporter) none yet.